Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue, ¿infusion rates were switched¿, could not be replicated during testing as the log analysis indicates that the user manually changed the rate. Functional testing was conducted in an effort to replicate the reported issue. An infusion was initiated using the rates indicated in the complaint: pump module s/n: (B)(6) at a rate of 21 ml/h and pump module s/n: (B)(6) at a rate of 83 ml/h. The system operated for approximately 48 hours correctly with no error or malfunctions observed. The suspect pump module was found to be infusing within specification, with no occurrences of unregulated flow observed during the testing process. A review of the pump module and pcu error logs showed no errors related with the reported incident. On (B)(6) 2026, at 6:14 pm, the first infusion with the reported parameters was programmed using guardrails IV fluids with the pump module s/n: (B)(6) with a rate of 83ml/h and vtbi (volume to be infused) of 2000ml. The selected drug was tpn peripheral and the profile in use was identified as ¿med surg¿. The channel of the pump module was recorded to be channel a. From on (B)(6) 2026, the pump module s/n: (B)(6) was powered off two (2) times, however, the infusion was immediately restarted with same rate of 83ml/h and same channel in use (channel a). No malfunctions or several errors related to the reported issue were recorded during the infusion. On (B)(6) 2026, between 4:16 pm and 4:19 pm, two (2) infusions were programmed using guardrails IV fluids. The first infusion was set on pump module s/n: (B)(6) with a rate of 83 ml/h and a vtbi of 2126 ml. The selected drug was tpn central. The second infusion was programmed on pump module s/n: (B)(6) with a rate of 21 ml/h and a vtbi of 250 ml. The selected drug for this infusion was fat emulsion 20%. On (B)(6) 2026, at 4:15 am the infusion of the pump module s/n: (B)(6) was completed, then, a new infusion with same drug and rate of 21ml/h was programmed with a vtbi of 500ml. At 8:28 am, pump module s/n: (B)(6) was powered off. Immediately afterward, an attempt was made to program pump module s/n: (B)(6). The rate was attempted to be set to 83 ml/h; however, a guardrails hard limits exceeded alert was triggered. Following this alert, the pump module was powered off. At 8:29 am, both devices were added to the system: pump module s/n: (B)(6) on channel a and pump module s/n: (B)(6) on channel b. A new infusion was then programmed on pump module s/n: (B)(6) using guardrails IV fluids, with a rate of 83 ml/h and a vtbi of 1000 ml. The selected drug was tpn central. At 1:54 pm an infusion was programmed on pump module s/n: (B)(6) using guardrails drugs, with a rate of 166.66 ml/h and a vtbi of 250 ml. The selected drug was isavuconazonium. At 3:39 pm both devices were powered off. At 4:41 pm both were added to the system: pump module s/n: (B)(6) on channel a and pump module s/n: (B)(6) on channel b. Then, a new infusion was then programmed on pump module s/n: (B)(6) using guardrails IV fluids, with a rate of 83 ml/h and a vtbi of 2000 ml. The selected drug was tpn central. On (B)(6) 2026, at 3:28 pm the pump module s/n: (B)(6) was powered off. No further infusions with the returned devices were recorded the day of the reported event. Per the bd alaris¿ system with guardrails user manual (v12.5) states: proper operation of the bd alaris¿ infusion system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ infusion system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue. In which infusion rates were switched, is being attributed to a user programming error. Log analysis confirmed that the user manually changed the rate on pump module s/n: (B)(6) from 21 ml/h to 83 ml/h and was allowed to infuse for 6 hours, and 55 minutes. No records were found indicating a rate of 21 ml/h being programmed on pump module s/n: (B)(6). Note that this report lists imdrf annex a040506, g0204002, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that total parenteral nutrition (tpn) and lipids were manually programmed to infuse at 83ml/hr and 21ml/hr respectively between on (B)(6) 2026. When a night shift staff rechecked, the infusion rates were switched so both infused at an incorrect rate. There was patient involvement but no harm. The customer later added the following information: the lipids were infusing at 21ml/hr with a volume of 250ml, while the tpn was infusing at 83ml/hr with a volume of 2000ml.